Event description:
Additional information received reported the catheter was a loop on the other side of the patient's abdomen from the kink.

Event description:
It was reported that the catheter was kinked. Patient had a spinal tap on (B)(6) 2011 and it was determined that the catheter was pinched off and the anchor was disconnected. The patient had 2 to 3 fluid pockets in the front and 1 in the back. It was noted that the patient was awake and could hear talking about "what a mess it was." The patient did not have any falls or trauma that would have caused this. Patient did not blame anything on the pump itself; does not blame manufacturer's product. The patient experienced withdrawals in (B)(6) 2011 due to the catheter being pinched and from not receiving appropriate dosage. It was noted that the patient was receiving some medication; however, not the appropriate amount. It was noted that the pump and catheter were removed because of it malfunctioning. Additional information noted that the patient did not have any concerns with device or therapy; devices removed. The device system was used to deliver hydromorphone (dilaudid) and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter.